Event description:
As reported to our sales rep from a facility staff member, the surgeon had completed a 27ga case and everything seemed fine. The wounds sealed and pt was sent to post-op. After being in post-op for about 15 mins, surgeon was called out to look at the pt. The pt's eye was leaking from all three wounds and sterile air had to be injected. The pt suffered a choroidal hemorrhage as a result.